Event description:
Consumer reported complaint for error message (e-3). The customer reported feeling dizzy; medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 07/30/2026 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: tired and contacting nurse due to symptoms. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note 1: manufacturer contacted customer in a follow-up call on 15-aug-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated they were feeling tired. Customer sated due to the symptoms he had contacted the nurse; nurse had advised dizziness may not be from his blood sugar but related to his high blood pressure, and if he felt dizzy again, to go in and see doctor. Note 2: manufacturer contacted customer in a follow-up call on 28-aug-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated he is only experiencing dizziness. Customer stated it has been ongoing since before he received the meter and stated it may due to his diet as he has changed his eating habits and been eating less. The customer is comfortable with the glucose readings from the new replacement products.